Event description:
Patient suffered a stroke approximately 30 hours after the stenting procedure. No issues were reported during the procedure. The patient had suffered a previous stroke, 8 or 9 days prior to the procedure. Not sure if this previous stroke is related to this event or not.